Manufacturer narrative:
(B)(4). Depuy considers the investigation closed. Should additional information be received, the investigation will be reopened.

Event description:
Update ¿11/22/2016 medical records received. After review of the medical records for MDR reportability, in addition to what was previously reported, adding stem and sleeve due to alleged elevated metal ion levels.

Manufacturer narrative:
Depuy still considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Update 01/27/2017 ¿ medical records received. After review of the medical records for MDR reportability, there is no new additional information that would affect the existing MDR decision. Updated exp. Dates on two products.

Event description:
Litigation papers allege pain and problems. Additionally it is alleged the patient was injured by excessive levels of chromium and cobalt. Update: (B)(6) 2011, plaintiff fact sheet received with part/lot information.

Event description:
Pfs and medical records received. Pfs stated on the email, that the patient recently passed away. On (B)(6) 2014, patient was referred to a revision surgeon, but it was still contra-indicated because of underlying medical conditions, including recurrent thromboembolic events and history of myocardial infarction. With constant source of pain, patient developed suicidal ideations

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken. The investigation regarding the root cause(s) and/or corrective actions was conducted under mdd CAPA-(B)(4). Ongoing post market surveillance is conducted per our procedures for this product. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.